Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were outside of corpora. The ipp was explanted and replaced with a tactra device. There were no patient complications reported.